Manufacturer narrative:
Based on the claim against the product by the customer noting burnt plastic damage, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the mbf instrument (pn# 471172-17 lot# k10220523-0732) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 42 minutes. The alleged event occurred on the 5th use of the instrument with 9 uses remaining. Event verification of the logs confirmed the site performed a radical prostatectomy w/o lymphadenectomy surgical procedure on (B)(6) 2022 on system (B)(4). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy w/o lymphadenectomy surgical procedure completed with no reported injury, burnt plastic damage was identified on the maryland bipolar forceps (mbf) instrument. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The thermal damage was identified after processing. Instruments are inspected for damage prior to reprocessing but not as closely. No issues were reported when the instrument was inspected prior to its last use. The cable was intact, and no loss of cautery was experienced during the procedure. No instrument or tool collisions were noted, and the procedure was completed with the same instrument. Isi did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. As a result, the electrode was exposed. The instrument passed the electrical continuity test. The common cause of this failure is attributed to mishandling/misuse. The complaint regarding thermal damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.